Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer experience continuous elevated and low blood glucose (bg) levels (less than 30 mg/dl - unknown elevated bg level). Correction bolus was administered to address elevated bg and carbohydrates and glucose tablets were consumed to address low bg. Customer did not know cause of the elevated bg levels. Reportedly, customer did not enter bg values, or carbohydrate values into the bolus menu when delivering a food bolus resulting in the low bg levels. Recommendation was made to discuss diabetes management with a health care professional.